Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Explantation date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a primary breast augmentation with a 350cc mentor smooth round moderate profile saline breast prosthesis and experienced a deflation on the right side post-operatively, which was confirmed during a physical exam. As a result, the patient underwent explantation on (B)(6) 2022.

Manufacturer narrative:
On march 21, 2022, the mentor failure analysis lab has received the device for evaluation. New information received states that the device explantation date was march 09, 2022. The date has been updated in section d6b. Of this report. On march 23, 2022, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample determined that a tear was found on the anterior aspect of the sal smooth rnd diap 350cc breast implant, measuring approximately 1.4 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).